Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto 3 mapping system, acunav catheter manufacturer's ref. No: (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that with 500 patients who underwent nonfluoroscopic catheter ablation, targeting a total of 639 arrhythmias, including atrioventricular reciprocating tachycardia (avrt), atrioventricular nodal reentrant tachycardia (avnrt), atrial tachycardia (at), atrial fibrillation (af), premature ventricular contractions (pvcs), and ventricular tachycardia (vt) from december 2010 through march 2016. The mean follow-up was 20.5 months. Among them, one patient with atrial fibrillation developed an atrioesophageal fistula. Title: ¿fluoroless catheter ablation of cardiac arrhythmias: a 5-year experience¿. The purpose of this study was to present a retrospective analysis of the safety, efficacy, and feasibility data from patients who underwent nonfluoroscopic catheter ablation. Suspect device is an thermocool catheter, however catalog and lot number are unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.